Event description:
A customer reported receiving an error 4 on the display of their freestyle flash blood glucose monitor, and as a result, was unable to properly obtain a test result. It was then reported that the customer was unresponsive, and then experienced a loss of consciousness. Paramedics were called, and the customer was transported to a local hospital, where they were diagnosed with hypoglycemia. An intravenous treatment was administered to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.